Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), perforation ("perforation"), device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture") and device dislocation ("migration") in a 41-year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic systolic heart failure. Concomitant products included lovastatin, metoprolol succinate (toprol), ramipril (altace) and warfarin sodium (coumadin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain / pain abdomen"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and female sexual arousal disorder ("sexual arousal changed"). In (B)(6) 2008, the patient experienced urinary tract infection ("infections / urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), hypersensitivity ("allergic and/or hypersensitivity reactions"), cystitis ("cystitis"), amnesia ("prolonged, memory loss"), rash ("rashes/rash in abdominal"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and back pain ("lower back pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, perforation, device breakage, fallopian tube perforation, device dislocation, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, cystitis, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, migraine, urinary tract infection, back pain and female sexual arousal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual arousal disorder, genital haemorrhage, hypersensitivity, menstruation irregular, migraine, perforation, rash, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in plaintiff fact sheet: female sexual arousal disorder, rash, urinary tract infection, migraine, back pain, abdominal pain and vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event headaches/ migraines, lower back pain, sexual arousal changed and abdominal pain were added. Previously reported "infections" was clarified as "urinary tract infections". Concurrent conditions, reporters,events outcome, essure lot number, lab data and concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding'), perforation ('perforation'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture') and device dislocation ('migration') in a 41-year-old female patient who had essure (ess205) (batch no. 623319) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 1996, abortion late, embolic stroke, gastroesophageal reflux disease, premature baby, high cholesterol and vaginal itching. Loss of cervical lordosis is noted. This examination is otherwise unremarkable. Concurrent conditions included chronic systolic heart failure, heavy periods, menorrhagia, wolff-parkinson-white syndrome, congestive heart failure, transient ischemic attack, generalized rash, headache, nabothian cyst, breast pain, weight loss, urinary urgency, genital itching, vaginal pain, hyperlipidemia, cardiomyopathy, sciatica, mastodynia, vitamin d deficiency, anemia, neck strain, dysuria, sacroiliitis, anomalous atrioventricular excitation and gait disturbance. Concomitant products included amoxicillin, lovastatin, metoprolol succinate (toprol), oxycodone hydrochloride;paracetamol (percocet), ramipril (altace), spironolactone, warfarin and warfarin sodium (coumadin). On (B)(6) 2007, the patient had essure (ess205) inserted. In june 2007, the patient experienced abdominal pain ("abdominal pain / pain abdomen"). In july 2007, the patient experienced rash ("rashes/rash in abdominal") and vulvovaginal rash ("rashes or skin condition- rashes in vaginal area"). In august 2007, the patient experienced vaginal discharge ("discharge"). In january 2008, the patient experienced migraine ("migraines / headaches") and female sexual arousal disorder ("sexual arousal changed"). In august 2008, the patient experienced urinary tract infection ("infections / urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic and/or hypersensitivity reactions"), cystitis ("cystitis"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and back pain ("lower back pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, perforation, device breakage, fallopian tube perforation, device dislocation, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, cystitis, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, migraine, back pain, urinary tract infection and female sexual arousal disorder had not resolved and the vulvovaginal rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual arousal disorder, genital haemorrhage, hypersensitivity, menstruation irregular, migraine, perforation, rash, urinary tract infection, vaginal discharge and vulvovaginal rash to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6)2007: results: adequate blockage of essure devices bilaterally. Ultrasound abdomen - on (B)(6) 2016: results:uterus measures (8.7 x 6.8 x 5.5) cm and is retroflexed. Her ovaries appeared to be normal. She has a small complex cyst on the left ovary measuring 1.3 cm. There are 3 fibroids measuring between 2 - 3 cm, her essure device was observed bilaterally. Endometrium measures 9 mm. Ultrasound report impression: multiple fibroids observed as noted. Essure observed bilaterally. The right ovary appears grossly normal. A small mildly complex cystic structure is observed as noted.. Ultrasound pelvis - on (B)(6) 2010: nabothian cyst noted on the cervix measuring 1 cm. Both ovaries had a normal size and configuration. Multiple follicular/functional cysts noted in both ovaries. Largest on the left measures up to 1.6 cm, there is no evidence of dominant adnexal mass. Concerning the injuries reported in this case, the following ones were described in plaintiff fact sheet: female sexual arousal disorder, rash, urinary tract infection, migraine, back pain, abdominal pain and vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Event vaginal rash added. New reporters, concomitant conditions, drugs added. Historical conditions and lab data added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), perforation ('perforation') and device dislocation ('migration') in a 41-year-old female patient who had essure (ess205) (batch no. 62339 -inv,623319) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 1996, abortion late, embolic stroke, gastroesophageal reflux disease, premature baby, high cholesterol and vaginal itching. Loss of cervical lordosis is noted. This examination is otherwise unremarkable. Concurrent conditions included chronic systolic heart failure, heavy periods, menorrhagia, wolff-parkinson-white syndrome, congestive heart failure, transient ischemic attack, generalized rash, headache, nabothian cyst, breast pain, weight loss, urinary urgency, genital itching, vaginal pain, hyperlipidemia, cardiomyopathy, sciatica, mastodynia, vitamin d deficiency, anemia, neck strain, dysuria, sacroiliitis, anomalous atrioventricular excitation and gait disturbance. Concomitant products included amoxicillin, lovastatin, metoprolol succinate (toprol), oxycodone hydrochloride;paracetamol (percocet), ramipril (altace), spironolactone, warfarin and warfarin sodium (coumadin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain / pain abdomen"). In (B)(6) 2007, the patient experienced vulvovaginal rash ("rashes or skin condition- rashes in vaginal area") and rash ("rashes/rash in abdominal"). In (B)(6) 2007, the patient experienced vaginal discharge ("discharge"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and female sexual arousal disorder ("sexual arousal changed"). In (B)(6) 2008, the patient experienced urinary tract infection ("infections / urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, back pain ("lower back pain"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic and/or hypersensitivity reactions"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), cystitis ("cystitis"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device breakage, fallopian tube perforation, perforation, device dislocation, back pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menstruation irregular, vaginal discharge, abdominal distension, rash, cystitis, amnesia, alopecia, dysgeusia, dental caries, fatigue, endometriosis, migraine, urinary tract infection and female sexual arousal disorder had not resolved and the vulvovaginal rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual arousal disorder, genital haemorrhage, hypersensitivity, menstruation irregular, migraine, perforation, rash, urinary tract infection, vaginal discharge and vulvovaginal rash to be related to essure (ess205). The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6) 2007: results: adequate blockage of essure devices bilaterally. Ultrasound abdomen - on (B)(6) 2016: results:uterus measures (8.7 x 6.8 x 5.5) cm and is retroflexed. Her ovaries appeared to be normal. She has a small complex cyst on the left ovary measuring 1.3 cm. There are 3 fibroids measuring between 2 - 3 cm, her essure device was observed bilaterally. Endometrium measures 9 mm. Ultrasound report impression: multiple fibroids observed as noted. Essure observed bilaterally. The right ovary appears grossly normal. A small mildly complex cystic structure is observed as noted.. Ultrasound pelvis - on (B)(6) 2010: nabothian cyst noted on the cervix measuring 1 cm. Both ovaries had a normal size and configuration. Multiple follicular/functional cysts noted in both ovaries. Largest on the left measures up to 1.6 cm, there is no evidence of dominant adnexal mass. Concerning the injuries reported in this case, the following ones were described in plaintiff fact sheet: female sexual arousal disorder, rash, urinary tract infection, migraine, back pain, abdominal pain and vaginal discharge. Batch number: 623319 manufacture date: 2007-02, expiration date:2009-01. Reported lot number 62339 is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), perforation ('perforation') and device dislocation ('migration') in a 41-year-old female patient who had essure (ess205) (batch no. 62339 -inv,623319) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 1996, abortion late, embolic stroke, gastroesophageal reflux disease, premature baby, high cholesterol, vaginal itching and nabothian cyst. Loss of cervical lordosis is noted. This examination is otherwise unremarkable. Concurrent conditions included chronic systolic heart failure, heavy periods, menorrhagia, wolff-parkinson-white syndrome, congestive heart failure, transient ischemic attack, generalized rash, headache, nabothian cyst, breast pain, weight loss, urinary urgency, genital itching, vaginal pain, hyperlipidemia, cardiomyopathy, sciatica, mastodynia, vitamin d deficiency, anemia, neck strain, dysuria, sacroiliitis, anomalous atrioventricular excitation and gait disturbance. Concomitant products included amoxicillin, lovastatin, metoprolol succinate (toprol), oxycodone hydrochloride;paracetamol (percocet), ramipril (altace), spironolactone, warfarin and warfarin sodium (coumadin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain / pain abdomen"). In (B)(6) 2007, the patient experienced vulvovaginal rash ("rashes or skin condition- rashes in vaginal area") and rash ("rashes/rash in abdominal"). In (B)(6) 2007, the patient experienced vaginal discharge ("discharge"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and female sexual arousal disorder ("sexual arousal changed"). In (B)(6) 2008, the patient experienced urinary tract infection ("infections / urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, back pain ("lower back pain"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic and/or hypersensitivity reactions"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), cystitis ("cystitis"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (robotic total laparoscopic hysterectomy , b-s and ablation/robotic total laparoscopic hysterectomy , b-s). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device breakage, fallopian tube perforation, perforation, device dislocation, back pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menstruation irregular, vaginal discharge, abdominal distension, rash, cystitis, amnesia, alopecia, dysgeusia, dental caries, fatigue, endometriosis, migraine, urinary tract infection and female sexual arousal disorder had not resolved and the vulvovaginal rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual arousal disorder, genital haemorrhage, hypersensitivity, menstruation irregular, migraine, perforation, rash, urinary tract infection, vaginal discharge and vulvovaginal rash to be related to essure (ess205). The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6) 2007: results: adequate blockage of essure devices bilaterally. Ultrasound abdomen - on (B)(6) 2016: results:uterus measures (8.7 x 6.8 x 5.5) cm and is retroflexed. Her ovaries appeared to be normal. She has a small complex cyst on the left ovary measuring 1.3 cm. There are 3 fibroids measuring between 2 - 3 cm, her essure device was observed bilaterally. Endometrium measures 9 mm. Ultrasound report impression: multiple fibroids observed as noted. Essure observed bilaterally. The right ovary appears grossly normal. A small mildly complex cystic structure is observed as noted.. Ultrasound pelvis - on (B)(6) 2010: nabothian cyst noted on the cervix measuring 1 cm. Both ovaries had a normal size and configuration. Multiple follicular/functional cysts noted in both ovaries. Largest on the left measures up to 1.6 cm, there is no evidence of dominant adnexal mass. Concerning the injuries reported in this case, the following ones were described in plaintiff fact sheet: female sexual arousal disorder, rash, urinary tract infection, migraine, back pain, abdominal pain and vaginal discharge. Batch number: 623319, manufacture date: 2007-02, and expiration date: 2009-01. Reported lot number 62339 is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2021: mr received. Reporter information , other relevant history , date explanted added and product removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), perforation ('perforation') and device dislocation ('migration') in a 41-year-old female patient who had essure (ess205) (batch no. 623319-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection in 1996, abortion late, embolic stroke, gastroesophageal reflux disease, premature baby, high cholesterol and vaginal itching. Loss of cervical lordosis is noted. This examination is otherwise unremarkable. Concurrent conditions included chronic systolic heart failure, heavy periods, menorrhagia, wolff-parkinson-white syndrome, congestive heart failure, transient ischemic attack, generalized rash, headache, nabothian cyst, breast pain, weight loss, urinary urgency, genital itching, vaginal pain, hyperlipidemia, cardiomyopathy, sciatica, mastodynia, vitamin d deficiency, anemia, neck strain, dysuria, sacroiliitis, anomalous atrioventricular excitation and gait disturbance. Concomitant products included amoxicillin, lovastatin, metoprolol succinate (toprol), oxycodone hydrochloride;paracetamol (percocet), ramipril (altace), spironolactone, warfarin and warfarin sodium (coumadin). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain / pain abdomen"). In (B)(6) 2007, the patient experienced vulvovaginal rash ("rashes or skin condition- rashes in vaginal area") and rash ("rashes/rash in abdominal"). In (B)(6) 2007, the patient experienced vaginal discharge ("discharge"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and female sexual arousal disorder ("sexual arousal changed"). In (B)(6) 2008, the patient experienced urinary tract infection ("infections / urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, back pain ("lower back pain"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic and/or hypersensitivity reactions"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), cystitis ("cystitis"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device breakage, fallopian tube perforation, perforation, device dislocation, back pain, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menstruation irregular, vaginal discharge, abdominal distension, rash, cystitis, amnesia, alopecia, dysgeusia, dental caries, fatigue, endometriosis, migraine, urinary tract infection and female sexual arousal disorder had not resolved and the vulvovaginal rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual arousal disorder, genital haemorrhage, hypersensitivity, menstruation irregular, migraine, perforation, rash, urinary tract infection, vaginal discharge and vulvovaginal rash to be related to essure (ess205). The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6) 2007: results: adequate blockage of essure devices bilaterally. Ultrasound abdomen - on (B)(6) 2016: results:uterus measures (8.7 x 6.8 x 5.5) cm and is retroflexed. Her ovaries appeared to be normal. She has a small complex cyst on the left ovary measuring 1.3 cm. There are 3 fibroids measuring between 2 - 3 cm, her essure device was observed bilaterally. Endometrium measures 9 mm. Ultrasound report: impression: multiple fibroids observed as noted. Essure observed bilaterally. The right ovary appears grossly normal. A small mildly complex cystic structure is observed as noted. Ultrasound pelvis - on (B)(6) 2010: nabothian cyst noted on the cervix measuring 1 cm. Both ovaries had a normal size and configuration. Multiple follicular/functional cysts noted in both ovaries. Largest on the left measures up to 1.6 cm, there is no evidence of dominant adnexal mass. Concerning the injuries reported in this case, the following ones were described in plaintiff fact sheet: female sexual arousal disorder, rash, urinary tract infection, migraine, back pain, abdominal pain and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), genital injury ("fallopian tube rupture"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) with pelvic pain, abdominal pain and abdominal pain lower, genital injury (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), cystitis ("cystitis"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating") and endometriosis ("endometriosis"). At the time of the report, the perforation, device breakage, genital injury, device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, cystitis, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension and endometriosis had not resolved. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff sought treatment for these continuing symptoms and continues to treat for these injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.